Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) found that the battery needed to be charged and plugged the machine in over night to see if the unit would charge. By the time the field service representative (fsr) saw the perfusion system, it had been charged over night and was running on battery. They wanted to see how long the machine would run on battery after charging the previous night. There was no patient involvement.

Manufacturer narrative:
Per the ccp, the system remained on battery for five minutes after it was unplugged. The power light emitting diode (led) light was yellow (amber) on the front panel of the perfusion system. The ccp stated they never fully discharge the batteries on this system.